Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: it was felt resistance during delivery. It was tore at distal to distal marker during removal.

Manufacturer narrative:
During investigation, visible bloodstain were observed inside the distal tip assembly. The catheter was rec'd with the distal tip broken off from the "ro' marker. The broken section of the tip with the "ro" marker was returned, and was 7.0mm long. Furthermore, the guidewire exit port was examined and was found to be normal with no damage. Visual examination of the tip section where the separation occurred indicated application of axial force during use of the catheter. During image characterization testing, good square image apeared in the system and the product performed within specification. No kink was observed in the sheath assembly.